Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor vision valve was chosen for implant using an large flexnav delivery system. The calcium score was 1068 and patient's aortic valve angle (av angle from 3mensio) was 50. A pre-dilation was performed with a 23mm non-abbott balloon. During pre-dilation, the balloon kept sliding and managed to make it in just a few attempts. During 80% deployment, the implant depth was 3mm and before migration it was 3mm. The valve was ever re-sheathed more than two times. After the implant, the valve migrated toward aorta. During final deployment, there was some interference between nosecone and valve frame, and it was expected to have affected migration. And it was expected some interference with pigtail as well. 1st migration when the final deployment (0mm depth) and 2nd migration when the pigtail removed. The physician didn't snared the valve because worried about aortic dissection. The valve was removed surgically. The cause of migration was nosecone and pigtail. There was no delay in the procedure. The patient was reported stable.

Manufacturer narrative:
An event of radiopaque tip entanglement with valve was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the available information, the cause of the reported entanglement with the valve could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.